Event description:
While using the fire star 2.00 x 15.2 during a procedure in the right coronary artery, the balloon burst at 6 atms.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states. Add'l info will be submitted upon 30 days of receipt.